Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user's blood glucose (bg) level was 500 mg/dl. The contact would deliver a manual injection to address the user's bg level. Reportedly, the contact always help the user administer the manual injections. It was confirmed that the user had an alternate method of insulin delivery available.